Event description:
Reportedly, on 29 july 2019, prior to a pacemaker implantation procedure, the subject pacemaker was interrogated. When the programmer button was pressed in order to reprogram the parameters, the following message was displayed on the programmer screen : interrogation is interrupted. Please quit the session and repeat the interrogation. If the interrogation fails again, try to apply a nominal mode before quitting the session and repeating the interrogation. In addition, contact your sales representative whatever the outcome. Smartview version was 2.60j and no other pacemaker was in the proximity during device interrogation. Although further attempts were made while the programmer was restarted, the device could not be interrogated, the same message was displayed. Another pacemaker was implanted.

Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20191028 - file-2019-02790 - analysis_and_closure_report_resp-2019-01546.pdf].

Manufacturer narrative:
Preliminary analysis revealed that several communication errors occurred during interrogation of the subject device, explaining the reported error messages.

Event description:
Reportedly, on (B)(6) 2019, prior to a pacemaker implantation procedure, the subject pacemaker was interrogated. When the programmer button was pressed in order to reprogram the parameters, the following message was displayed on the programmer screen : interrogation is interrupted. Please quit the session and repeat the interrogation. If the interrogation fails again, try to apply a nominal mode before quitting the session and repeating the interrogation. In addition, contact your sales representative whatever the outcome. Smartview version was 2.60j and no other pacemaker was in the proximity during device interrogation. Although further attempts were made while the programmer was restarted, the device could not be interrogated, the same message was displayed. Another pacemaker was implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, prior to a pacemaker implantation procedure, the subject pacemaker was interrogated. When the programmer button was pressed in order to reprogram the parameters, the following message was displayed on the programmer screen: interrogation is interrupted. Please quit the session and repeat the interrogation. If the interrogation fails again, try to apply a nominal mode before quitting the session and repeating the interrogation. In addition, contact your sales representative whatever the outcome. Smartview version was 2.60j and no other pacemaker was in the proximity during device interrogation. Although further attempts were made while the programmer was restarted, the device could not be interrogated, the same message was displayed. Another pacemaker was implanted.